Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The wds was positioned, position, anchor, size and seal (pass) criteria was assessed. There was 1/3 to 1/2 mitral shoulder with compression between 13-17%. The 24mm closure device was released. After release, while scanning for any effusion and echo evaluation, it was noted on fluoroscopy imaging that the closure device had embolized into descending aorta. A contrast image of the iliac artery and lower abdominal aorta was performed to ensure there was no tear or dissection and none was noted. The closure device was retrieved percutaneously using non-boston scientific (bsc) grasping devices. The patient remained stable during retrieval, and there was no further patient complication reported. The patient was admitted for observation overnight in stable condition and was discharged the next day.